Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed a test step during testing. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's whisper cap was found to be contaminated with dust and was cleaned to address the issue. During the evaluation of the device at the manufacturer's service center the exhalation control porting block was found to be cracked and possibly leaking. The device's exhalation control porting block was replaced to address the issue.